Manufacturer narrative:
(B)(4). The fsr re-installed the existing epgs, finished the pm including replacement of the oxygen sensor and input air filter and the system met manufacturers specifications and was returned to clinical use. The suspect epgs was sent back to the manufacturer for further evaluation. The product surveillance technician (pst) was able to duplicate the reported issue. The calibration of the epgs was initiated but immediately failed. Two loose set screws were found on the coupler hub allowing the oxygen knob to rotate without stops. Investigation is still ongoing.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the heart lung machine, after field installation of the newly reconditioned electronic patient gas system (epgs), the heart lung machine showed a "calibration failed" after a few seconds. The fsr tried to calibrate the heart lung machine in another room with different wall gas outlets but the same calibration failure resulted. There was no patient involvement.

Event description:
The event occurred during field service installation.

Manufacturer narrative:
(B)(4). During log review it was found that each time calibration is started, it fails with blender mechanical range (about 702). The normal expected range is 353 + or - 30. Something appeared to be preventing the motor from turning the fio2 (fraction of inspired oxygen) knob through the entire range of motion. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.